Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was getting a external device failure error. This is happening during warm-up. The unit performs the self-calibration, and they hear the pump attempt to run, then it stops, and the device shuts down. The issue was discovered during warm-up prior to patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit was getting a external device failure error. This is happening during warm-up. The unit performs the self-calibration, and they hear the pump attempt to run, then it stops, and the device shuts down. The issue was discovered during warm-up prior to patient use.

Event description:
The biomedical engineer (bme) reported that the multigas unit was getting a external device failure error. This is happening during warm-up. The unit performs the self-calibration, and they hear the pump attempt to run, then it stops, and the device shuts down. The issue was discovered during warm-up prior to patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was getting a external device failure error. This is happening during warm-up. The unit performs the self-calibration, and they hear the pump attempt to run, then it stops, and the device shuts down. The issue was discovered during warm-up prior to patient use. Investigation conclusion: the customer reported a gf-210ra (sn (B)(6)) displaying an "external device failure" error during warm-up. The pump attempted to run, then stopped, and the unit shut down prior to patient use. No patient harm was reported. The unit was returned for warranty evaluation. Service confirmed pump failure (17,438 operating hours). After pump replacement, an o2 sensor issue within the gas module was identified and the gas module was replaced. The unit was tested per service manual and verified to meet manufacturer specifications. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1 12/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/15/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/17/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Bedside monitor model: ni. Sn: ni. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer. G6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.